Event description:
The customer contacted baxter's technical service center to report a leak which occurred on home choice (hc) on during use. The home patient (hp) stated that she heard a dripping noise when she woke up and found the heater line had come apart from the heater bag the hp wanted to how to proceed. The hp stated that there were no alarms. The baxter technical representative (tsr) instructed the hp to start over with new supplies. There was patient involvement. There was no patient injury or medical intervention indicated at the time of the initial report.

Manufacturer narrative:
(B)(4). This complaint for leak was not confirmed. The cause was undetermined. Baxter will continue to monitor similar reports to determine if further actions are required.

Manufacturer narrative:
(B)(4). A 510k number will not be provided in the emdr, because the product and lot number is unknown. The sample is not available. Since the lot number is unknown, no batch review will be performed. A follow-up MDR will be submitted if additional information is obtained.